Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated use of an unapproved vicoelastic. The root cause is most likely related to a failure to follow the directions for use. The use of unapproved products may result in lens delivery difficulties or lens damage. (B)(4).

Event description:
A customer reported that the haptic of an intraocular lens (iol) was protruding from the injector prior to insertion during cataract surgery. While the surgeon was injecting the iol into the eye keeping control of the haptic, the iol shot out from the injector and made contact with the posterior of the capsule causing rupture. There was no vitreous loss, no vitreous was seen to travel from the back to the front of the eye. The iol was removed from the patient and a sulcus lens was implanted once the eye had been stabilized. The implanted iol was left in the eye intact and well centered. The patient was provided anti-glaucoma medication postoperatively to keep the eye pressure down and was scheduled for review the day after surgery. The eye was reported to be fine when the patient was discharged.